Event description:
It was reported that this right ventricular (rv) lead and cardiac resynchronization therapy pacemaker (crt-p) exhibited oversensing of noise and a high out of range pacing impedance measurement greater than 2,000 ohms, resulting in a signal artifact monitoring (sam) episode, and deactivation of the minute ventilation (mv) feature. Review of stored device data noted no subsequent noise or our of range impedance measurements following this episode. Additionally, a health care professional (hcp) inquired about the right ventricular (rv) pacing percent being lower than the left ventricular (lv) pacing percent. Technical services (ts) discussed the difference in pacing percent was related to the biv trigger algorithm, and ts explained how the algorithm functions. The health care professional (hcp) planned to re-enable the mv feature. No adverse patient effects were reported. This device remains in service.